Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer experienced low blood glucose of 32 mg/dl and was treated with glucagon and sugar. It was reported that due to customer waiting too long to eat and taking insulin caused blood glucose to go low. Customer was taken to the hospital. Caller reported that meter was lost and blood glucose readings were entered into insulin pump manually. Meter would be replaced. Insulin pump would not be returned for analysis.